Manufacturer narrative:
Device 1 & 2: the devices were returned to the factory for evaluation. They showed no signs of clinical usage or evidence of blood . The delivery devices were returned outside of the loading devices. The tension spring assemblies, seals, and anchor tabs were located inside the body of the loading devices. The green slide locks were locked and the white plungers were not depressed on the delivery devices. Based upon the evaluation results, the reported complaint was confirmed. Device 3: the device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. Although the hospital was unable to provide which device corresponded to which lot number, a lot history record review was completed for the reported product lot numbers. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, three heartstring iii seals failed to load properly as they remained inside of the loading devices upon removal of the delivery devices. A replacement device was used to complete the procedure. The hospital did not report any patient effects.